Manufacturer narrative:
(B)(4). Reported event of inner shaft detached. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 29, 2016 that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was implanted in the bile duct to treat a 2cm lesion due to pancreatic cancer. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician was able to deploy the stent. However, upon removal of the catheter, the inner shaft detached. The inner shaft was retrieved using a snare. The procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.